Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had an issue in the orders being connected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the connection issue with the orders being linked, which prevented nurses from pulling the medications. A technical support specialist confirmed that the issue was caused by a delay in the carefusion coordination engine (cce) sending messages to the es server, which was traced back to insufficient memory allocated to the cce database server. Tss worked with the customer to increase the memory allocation, and after the adjustment, no further message receipt delays were observed over several weeks of monitoring issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had an issue in the orders being connected. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.